Manufacturer narrative:
Further investigation revealed that the patient experienced return of symptoms as cause and effect due to device not communicating. The issue regarding device not communicating is being reported under manufacturer report number 1627487-2020-31141. As such, this event does not meet the reportability criteria.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. Patient had undergone an unrelated emergency surgery and the implantable pulse generator (ipg) was initially unable to be taken out of the surgery mode resulting in interruption of the patient receiving effective stimulation. Device was explanted, and a new device was implanted. No additional information is available at this time.